Manufacturer narrative:
Age/date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event:. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. The main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_ unknown_lead, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4) a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Higuchi, m.a., martinez-ramirez, d., morita, h., topiol, d., bowers, d., ward, h., warren, l., defranco, m., hicks, j.a., hegland, k.w., troche, m.s., kulkarni, s., hastings, e., foote, k.d., okun, m.s. Interdisciplinary parkinson's disease deep brain stimulation screening and the relationship to unintended hospitalizations and quality of life. Plos one. 2016;11(5):e0153785. Doi:10.1371/journal.pone.0153785 summary: to investigate the impact of pre-operative deep brain stimulation (dbs) interdisciplinary assessments on post-operative ho spitalizations and quality of life (qol). Reported events in uh group (n=28, 21-m 7-f, age=64.8 ± 8.7): five (5) patients with deep brain stimulation (dbs) for parkinson's disease (pd) experienced a fall that resulted in a hospitalization within the first year post-implant. Two (2) patients with dbs for pd developed pneumonia that resulted in a hospitalization within the first year post-implant. One (1) patient with dbs for pd experienced a lead infection that resulted in a hospitalization within the first year post-implant. Two (2) patients with dbs for pd experienced a wound infection that resulted in a hospitalization within the first year post-implant. Three (3) patients with dbs for pd experienced syncope that resulted in a hospitalization within the first year post-implant. Two (2) patients with dbs for pd experienced a venous infarction that resulted in a hospitalization within the first year post-implant. One (1) patient with dbs for pd experienced a deep venous thrombosis that resulted in a hospitalization within the first year post-implant. Two (2) patients with dbs for pd experienced anxiety that resulted in a hospitalization within the first year post-implant. One (1) patient with dbs for pd experienced a seizure that resulted in a hospitalization within the first year post-implant. One (1) patient with dbs for pd experienced a transient ischemic attack that resulted in a hospitalization within the first year post-implant. One (1) patient with dbs for pd experienced muscle weakness that resulted in a hospitalization within the first year post-implant. The dbs implanted targets of the 24 patients who reported an uh were: eight (8) bilateral globus pallidus internus (gpi), 5 unilateral gpi (1 with additional unilateral ventral intermediate nucleus of the thalamus [vim]), 5 bilateral subthalamic nucleus (stn), 3 unilateral stn, 1 unilateral stn with an additional unilateral vim, and 2 unilateral vim. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.